Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided images was consistent with the instrument having no obvious visible damage to the instrument.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the vessel sealer extend was moving in an inverted motion. The customer reinstalled the instrument, but the issue persisted. There was no error message generated and no buttons on the console were pushed. There was no visible damage on the instrument. The customer completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was installed and surgeon had active control and using the instrument regularly. The instrument had mirror inverted issue. There was not any shakiness and/or friction experienced/observed. The timing of instrument movement was appropriate. There were no instrument-to-instrument or external collisions. The issue was observed during the middle of the surgery. There were no device abnormalities when inspected prior to use. A new instrument was used, and the procedure was completed without any patient injury.